Event description:
It was reported that pump alarm 20 occurred during the loading process. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was unable to resume insulin therapy despite assistance with loading a new cartridge due to the recurring alarm. Tandem technical support decided to replace the pump, provided instructions on putting it into storage mode, and arranged for a return via a pre-paid label. Customer will use multiple daily injections as backup therapy in the interim.